Event description:
Centrifuge optic bowl sensor values noted to spontaneously commence fluctuating readings intra extracorporeal photopheresis single needle mode treatment process from 150->90s until it consistently reads at 50s, imminently proceeding to red cell pump alarm with an unestablished interface. Repurged 1x and carried out other trouble shoot measures per therakos recommendation/sop; transfusion medicine md at bedside assessing patient at this time; optic bowl sensor reading and interface re-established and stabilized well, ecp proceeded and completed without any patient complication.